Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the screw broke at the time of fixation to the patella bone. Another screw was used sucessfully to complete the procedure. It was reported there were no adverse consequences to the patient, and no device fragments remain in the patient.

Manufacturer narrative:
The device was returned for evaluation and was examined under magnification. Observed phenomena include: [head & drive damage] the head of this screw was significantly worn with visual loss of color coating and brown discoloration. The drive feature had notable indentation/marring/rounding. [Split into two pieces] the screw had been returned in two fragments: a longer tip fragment containing the screw tip and a shorter tail fragment containing the screw head. The screw split at the 11th turn of thread as measured from the head of the screw. [Fracture surface] the noted fragments terminated at a spiraling fracture surface that followed the threading of the screw. [Thread damage, trough/root] both fragments exhibited heavy damage to the trough/root of the threading visible in the 8th through 26th turns of threading troughs/roots as measured from the head. Both fragments exhibited loss of color coating in this region; tip fragment exhibited partial buildup of brown debris. [Thread damage, peak/crest] the tail fragment exhibited heavy damage to the peak/crest of threading visible in the 11th through 16th turns of threading peaks/crests as measured from the head. This was most significant in the 11th through 13th turns, where the peak/crest has sheared off to nearly become flush with the root/trough; turns 14 through 16 largely exhibited milder shearing with color coating loss. The head fragment exhibited mild thread separation at the tip of the fragment near the 10th turn. The returned product was heavily damaged in a manner that may have been influenced by removal attempts. It is unclear what thread damage may be attributable to the initial event as opposed to damage made during removal procedures. Based on the information received and the investigation performed, the root cause could not be determined.